Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Not returned yet.

Event description:
Edwards received notification that during a pascal ace precision procedure in mitral position an air bubble was observed on procedural imaging. Preparation of the accessory material and implant system followed the instructions for use (IFU). The implant system (is) was put into the guide, the loader was pulled out, and aspirated without abnormalities. It was also flushed without abnormal observations. Then the pascal was advanced, exposed in the la and was closed. After that a very small air bubble was seen attached to the atrial wall on echo. Upon observation, no reason could be found for where it came from. Bubble seemed to be in a stable position, and no ECG or other abnormalities in vital measurements were observable. The bubble dissipated after a few minutes. The procedure was finished without any further incidents. After image evaluation review, there appeared to be air at many points during the procedural tee. Air was visualized in the la when the 1st and 3rd ace devices were exposed out of the guide sheath. Air was observed when the 1st ace device was in a closed position immediately prior to deployment. Air was again observed during grasping attempts of the 2nd and 3rd ace devices. There was a residual bi-directional inter-atrial septal shunt visualized after the guide sheath was removed, that was not present at baseline. Final residual mr appeared qualitatively 1.

Manufacturer narrative:
The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with objective evidence via visualization of air by the cs and physician during the procedure and confirmation of air via the imaging evaluation. The complaint was confirmed, however a DHR review of the lot in question revealed no non-nonconformances related to the event. Evaluation of returned imaging revealed no evidence of device-related issues or malfunctions. Testing of the returned complaint units did not reveal any nonconformances. Both gs (guide sheath) and is (implant system) were able to be flushed/aspirated adequately per normal use. A visual inspection of the gs via borescope revealed no issues with aspirating and no areas of air ingress. Both gs and is successfully passed hemostasis and air leak testing which indicates no leaks in the system. Potential root causes for the presence of air may include: omission of a flushing/de-airing step; improper stopcock/syringe technique. However, a true root cause is unable to be determined.